Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with 808:02 error code. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. During baxter's review of the device event history, it was discovered that failure code 808:02 caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). During baxter's review of the event history, it was discovered that failure code 808:02 occurred on (B)(4) 2010.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).